Manufacturer narrative:
Method: device inspection and device history review. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The xia 3 titanium iliac screwdriver was confirmed be fractured midway through the shaft, confirming the reported event. Conclusion: the root cause is the placement of the adjoining pin, which resulted in a location of high stress during torquing of the device. The device has been redesigned to account for these issues.

Event description:
It was reported that; ilios drive broke in half during insertion of iliac bolt screw.

Event description:
It was reported that; illios drive broke in half during insertion of iliac bolt screw.